Event description:
It was reported to medtronic minimed that the customer received a critical pump error 43 alarm (an error in the motor was detected by reading unexpected value from hall sensor). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, and the customer was able to clear the pump error alarm. Customer was not able to complete the rewind process/rewind the pump. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. No harm requiring medical intervention was reported. Mmt- 1886 was requested, and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
During power up, the unit received pump error 43 during rewind. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests due to the pump error 43. Thus, software was utilized and downloaded trace/history files properly. In further full review in the pump history found multiple 43 on (B)(6) 2025 23:29:41.000, (B)(6) 2025 23:31:53.000, (B)(6) 2025 23:41:10.000, (B)(6) 2025 00:22:51.000, (B)(6) 2025 00:33:21. Pump was cut open to perform visual inspection and found corroded motor home switch during visual inspection. No moisture damaged electronic assembly. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, stained keypad overlay. In conclusion, pump error 43 alarms during rewind and in the trace/history files confirmed due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.